Event description:
A customer reported a display issue with their pump, which had a black, unreadable screen and an unresponsive touchscreen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.